Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy dates: coupling device, drill bit device; (B)(6)2021 reporter¿s phone number was not provided UDI: (B)(4).

Event description:
It was reported from india that following an orthopedic surgical procedure, it was observed that the drill chuck attachment device was not rotating with the handpiece. According to the reporter, the handpiece was working however the chuck attachment did not work. It was noted that the device was being used with a coupling device with a drill bit stuck inside of it. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device did not function, the moving parts did not move smoothly and the device failed pre-test for check the free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.